Event description:
It was reported while using bd luer-lok¿ syringe with attached bd¿ blunt fill needle there was a hole. There was no report of patient impact. The following information was provided by the initial reporter: rn was about to use the product to draw up medication from a vial. Rn noticed a dent/hole in the needle of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-mar-2023. H6: investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the needle has a dent at 3/8 inch from the needle hub. This defect could occur during manufacturing if the needle was not properly centered while the shield was assembled and not detected in the next processes. Verification of the shielder was performed. The settings were correct, alignment and flow of products was good. A device history record review was completed for provided lot number 2307045. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe with attached bd¿ blunt fill needle there was a hole. There was no report of patient impact. The following information was provided by the initial reporter: rn was about to use the product to draw up medication from a vial. Rn noticed a dent/hole in the needle of the product.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # gen2500107) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family:conventional syringe - 0.5-10ml. Device failure:needle damaged/defective.

Event description:
No additional information.